Event description:
During a laparoscopic cholecystectomy the plastic came off of the 355ld sheath. The surgeon noticed the plastic on the bowel and it was retrieved. There was no consequence to the patient.